Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, a versacross connect access solution for faradrive kit was selected for use. It has been mentioned that during the preparation phase, the rf wire was observed to be non-insulated at the tip. The procedure was completed successfully by using a different device. No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being filed for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, a versacross connect access solution for faradrive kit was selected for use. It has been mentioned that during the preparation phase, the rf wire was observed to be non-insulated at the tip. The procedure was completed successfully by using a different device. No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the wire insulation stripped off from the proximal end. The coating was absent in some part of distal end of the wire. The wire was not inserted in the patient. No other issue has been reported.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and noted to be flaring and bunching at proximal transition. Next, outer diameter was out of specification between bunching and flaring, and within specification at distal to bunching. No other damage noted. The reported allegations are confirmed based on the returned product.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, a versacross connect access solution for faradrive kit was selected for use. It has been mentioned that during the preparation phase, the rf wire was observed to be non-insulated at the tip. The procedure was completed successfully by using a different device. No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the wire insulation stripped off from the proximal end. The coating was absent in some part of distal end of the wire. The wire was not inserted in the patient. No other issue has been reported.